Event description:
Reportedly, for the last 2 years, the atrial impedance was > 3000 ohms. During the device replacement (rrt), the atrial impedance is measured with the psa, and the value is around 400 ohms. When connecting the lead to newly implanted teo dr, the atrial impedance measured with orchestra is similar to the one from the psa. It is concluded that the atrial lead is working properly. Dr. (B)(6) is asking: 1) the reason for the high impedance for 2 years? 2) why the device works correctly despite the high impedance? (At the moment of the replacement, a impedance = 1730 ohms) dr. (B)(6) thinks that the atrial lead is working fine (as sensing and pacing thresholds are correct, and pacemaker duration was the expected) and, in his opinion, the pacemaker was not able to properly read the impedance.

Manufacturer narrative:
The laboratory test of the retuned device (esprit) didn¿t reveal any anomaly. The review of provided data of (B)(6) 2023 highlighted a normal functioning regarding the display of pop-up messages. The message ¿last saved atrial impedance > 3000 ohms ((B)(6) 2022)¿ is displayed because the device measured a high atrial impedance on (B)(6) 2022. The review of provided data of (B)(6) 2023 couldn¿t provide any additional information on the atrial lead, since the device is programmed in vvi mode because of permanent atrial fibrillation. Atrial fibrillation is confirmed in the recorded data and during the in-clinic follow-ups on (B)(6) 2023. The follow-ups before (B)(6) 2023 are not provided. The tilda r53 lead remains implanted and no further investigation could be performed. No general malfunction is suspected on the subject active device (esprit). This case is retained and utilized for trend purposes.

Event description:
Reportedly, for the last 2 years, the atrial impedance was > 3000 ohms. During the device replacement (rrt), the atrial impedance is measured with the psa, and the value is around 400 ohms. When connecting the lead to newly implanted teo dr, the atrial impedance measured with orchestra is similar to the one from the psa. It is concluded that the atrial lead is working properly. Dr. Igual is asking: 1) the reason for the high impedance for 2 years? 2) why the device works correctly despite the high impedance? (At the moment of the replacement, a impedance = 1730 ohms) dr. Thinks that the atrial lead is working fine (as sensing and pacing thresholds are correct, and pacemaker duration was the expected) and, in his opinion, the pacemaker was not able to properly read the impedance.